Event description:
Information on the test strip vial container is rubbed off. Reporter alleged the year is rubbed off and may be due to putting them in the carrying case. A request was made for the return of the suspect device and replacement product was sent.